Event description:
It was reported that the patient stated experiencing serious pain, discomfort and deflation issues with an inflatable penile prosthesis (ipp). The patient indicated that due to the pandemic restrictions, the access to healthcare had been blocked. This situation made the patient unable to have the 3 month surgical follow up or request a device removal. Patient also described being in so much pain prior to shut down, and it had not improved 7 months after implant.